Event description:
The user facility reported the catheter sheared off while in use, they were able to retrieve all pieces and cases was aborted. The procedure type was peripheral arterial disease (pad). The patient's condition was not applicable. No relevant tests were conducted. There was no blood loss. There was no injury described, and there was no direct allegation. The event occurred intra-operative. Additional information was recevied on 14 nov 2024: the sample is not contaminated by anti-cancer agent.